Event description:
Complainant alleged that after delivering three shocks to a patient (age & gender unknown) in cardiac arrest, the medics attempted to deliver a fourth shock and the device made a loud noise and would no longer operate. Complainant did not indicate that there was an adverse effect to the patient due to the reported malfunction.